Event description:
Customer reports strip vial expiration date was 09/2009 while using the compact plus system. Batch record verification shows strip vial expiration date was 08/31/2009. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.